Event description:
It was reported patient underwent an ankle syndesmosis procedure on (B)(6) 2013. During the procedure, the toggleloc button engaged between the distal tibia and fibula instead of following into the hole. The surgeon popped the needle off of the suture while attempting to pull it through. As a result, a new incision was made to remove the button and a 30 to 35 minute delay occurred in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.